Manufacturer narrative:
E1: patient city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in brazil on (B)(6) 2024, it was reported that patient was hospitalized for 1 day. The blood glucose level was 475 mg/dl with the presence of ketons at the time of event therefore the patient was treated with insulin drip. No further information was available.